Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that the impactor broke while inside the patient, however none of the pieces fell into the patient and all pieces were recovered. Per email communication, the procedure was completed using the same instrument without any delay or patient injury. Therefore, since no patient harm is alleged, no further assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery the orthomatch tib-insert implant impactor broke while inside the patient, it broke inside but none of the pieces fell inside the wound. All pieces were recovered. No patient injury or delay. Procedure was completed with the same instrument. No complications or changes in technique during the operation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.